Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision reported via sales rep; asr xl; left. Reason(s) for revision: pain.

Event description:
Update rec¿d 11/30/2014 - medical records received. Patient revised to address alval. Upon revision, slightly cloudy fluid with purulent appearance was noted. The information received does not change the MDR decision.

Event description:
Update rec'd 11/18/2014- litigation papers received. Litigation alleges pain and elevated metal ion levels. The dob was provided. There is no new additional information that would affect the investigation. The complaint was updated on: 12/15/2014.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.